Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
(B)(4). Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root or use/misuse of the edwards valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. In this case, the edwards prosthesis may have caused or contributed to the event and suture repair was performed to correct the aortic injury and the patient was listed in satisfactory condition at the end of the procedure. The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm bioprosthetic aortic heart valve was implanted. A small tear in the anterior part of the aorta was sutured with pledgets on the inside and outside. The prosthesis was successfully implanted utilizing a 2nd guiding suture as post-operative tee showed excellent results. The patient was transferred to the ICU in satisfactory condition after having tolerated the procedure well.